Event description:
The patient contacted baxter (B)(4) customer service to report a disconnection issue with the transfer set found during use, while the patient was taking a bath. The customer stated that the set loosened up at the patient line connector. The patient line connector disconnected from the end of the patient?s catheter (the catheter installed in the patient's peritoneum to perform the dialysis). There was patient involvement but there was no patient medical injury or adverse event reported.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. Since the lot number is unknown, no batch review will be performed.